Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller was not sure whether the MRI was related to the implant. It was reported that the patient had procedure which caused brain bleed and after that patient had a stroke. Patient's device was placed in november and they had a stroke in december, and it was further stated that the patient has been recovering and still having serious issues. It was also reported that patient programmer (pp) goes dead quickly and has always been this way. Caller could not turn off remote with buttons and states its always been this way. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating they were still recovering as of (B)(6) 2019.